Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there was a false positive result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: it was reported that the instrument experienced a false positive. An fse went on site and determined that the instrument's power supply required replacement. The customer was provided a quote but was not willing to purchase the spare at this point in time. The case was closed. The root cause of this complaint could not be determined. Since no action to service this instrument is being taken at this time this complaint is not being confirmed. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Review of the device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with power issue related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.